Event description:
It was reported that during a superficial femoral artery (sfa) stenting procedure, stent damage occurred. The lesion was located in the sfa, however, the percent of the stenosis, degree of calcification of the lesion, and degree of vessel tortuosity are unknown. Another manufacturer's guide wire was placed and two unspecified stents were successfully implanted. While maintaining continuous flush, the sentinol vascular 6mm x 79mm x 135cm stent delivery system was introduced without resistance over the same guide wire, however, it was noticed that the stent contained a fracture. The physician attempted to retieved the stent delivery system but was unsuccessful. The stent delivery system with the un-deployed stent and guide wire were successfully removed as a unit. The procedure was completed with a different device. The patient's status is reported as "stable."